Event description:
It was reported, the pt was hospitalized post-op and underwent a blood patch. It was also reported, the pt is unable to put her chin to her chest. The pt has also experienced headaches. The pt may undergo a CT scan. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.